Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had high blood glucose. The customer's blood glucose at the time of the incident was 600 mg/dl and blood glucose was 574 mg/dl at the time of call. The caller was assisted with troubleshooting and declined for high blood glucose. The product will not be returned for analysis.